Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with motor error alarm. The customer's blood glucose level had been as high as 600mg/dl. The customer's level at the time of incident was unknown. Troubleshoot was conducted. The device did not alarm. The customer was advised alarm may be attributed to connection issue. The customer was advised to monitor the device. The customer declined to troubleshoot for the highs.